Event description:
It was reported that the user experienced recurrent low glucose recorded at 39 mg/dl associated with meal announcements after a significant dietary change and requested assistance to factory reset the ilet; the agent documented blood glucose details and guided the user through the factory reset, with troubleshooting and education completed. Customer agent provided support that included guided device reset with user education focused on meal announcement practices and meal size selection. Investigation of this case revealed use-related issues related to incorrect meal size or meal announcement practices rather than a device malfunction. Symptoms included confusion/disorientation, shaking/tremors associated with hypoglycemia requiring oral glucose treatment. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and dietary changes.